Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The article entitled ¿revision of unicompartmental arthroplasty of the knee¿, written by g. Chakrabarty et al., published in the journal of arthroplasty vol. 13, no. 2, 2 february 1998; was reviewed. This article reviews the authors¿ experience with revision of failed uca with respect to the technical difficulties associated with the procedure and its long-term outcome. Products used: robert brigham uni-condylar knee system, depuy (femoral component and a metal-backed tibial plateau/insert) this study reviewed 73 cases of uca of the knee that have been revised; only one implant was a depuy product (brigham); the other implants revised were non-depuy products. The types of revision prostheses were listed; however, manufacturers of revision prostheses were not specified. All cement used for revisions was non-depuy cement. Cement used for primary operations not specified. The causes of revision were listed in table one and include: progression of arthritis, loose with polyethylene wear, loose components, implant failure, progression of arthritis with polyethylene wear, loose with progression of arthritis, polyethylene wear, ¿other¿, multifactorial and a stress fracture below the tibia. *loosening will not be coded as there is insufficient information regarding the specific component or the interface. 42 knees also required reconstruction to build up bony defects left behind at the time of operation.